Manufacturer narrative:
Internal reference: (B)(4). The device was returned to the manufacturer for evaluation. During inspection, a flared distal tip end and kink on the distal shaft approximately 75.5 cm from the distal end were observed. The adhesive proximal of the scanner was lifted. The damage is likely a result of the ivus catheter becoming stuck in the stent at post ivus and the attempts made to disengaged the ivus catheter from the stent such as extra guidewire insertion or counter-anchoring technique as reported by the customer . The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. There was no report of patient injury and patient status or additional demographics could not be obtained.

Event description:
It was reported that the target lesion was at lad highly angled (about 75 degrees) and highly occluded with semi­-circumferential calcification. At post ivus the ivus catheter got caught in an overlapping site of an existing stent. Neither extra guidewire insertion nor counter -anchoring technique helped the situation; at this time a balloon was inserted alongside the ivus catheter which created some space between the ivus catheter and the stent. The ivus catheter was released and was removed from the patient's body. A high pressure balloon was then used and the procedure was completed. No problems such as migration or deformation occurred to the stent. No damage was observed in the catheter when removed from the patient's body; with an exception of a scratch mark in the transducer. The physician assumed the scratch mark was evidence that the catheter was pulled with force when attempting to removed it by using a counter-anchoring technique. The physician also claimed the catheter nearly got caught in the stent as well during the stent placement just after ballooning was done and finally got stuck after the stents were fully deployed.